Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A call was received through technical services reporting high atrial impedances since implant, but now recently has developed noise on aegm. Will continue to monitor the lead performance. No device changeout at this time. No patient complications reported for this event.